Event description:
Port-a-cath implanted on (B)(6) 2016 was found on CT scan done (B)(6) 2017 to have fractured with approx 6 inch distal portion in the right cardiac ventricle. This was removed (B)(6) 2017 in radiology.